Manufacturer narrative:
Clarification and details of the procedure, event and patient have been requested and response is pending. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Event description:
It appears the cypher stent dislodged and was inaccurately placed in the vessel. Report received indicated "a separation of the stent from the balloon during a right coronary angioplasty. Access was made via right radial artery. A dilation balloon was introduced and a second stent was implanted at segment two. The defective stent stayed implanted into the patient. The procedure was longer. Introduction of another dilation balloon 1.5-2.5 "psis" (3.0/15) mm was implanted at the segment 2 (not planned). A second stent has been implanted. The defective stent stayed implanted into the patient."